Event description:
During a routine device exchange procedure, high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced during the procedure to resolve the event. The patient was in stable condition.